Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements less than 200 ohms and oversensing which resulted in pacing inhibition and asystole less than two seconds. A revision procedure was performed and insulation damage was identified. The lead was removed from service without further incident. No adverse patient effects were reported.